Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell two of five. There was nothing found during the troubleshooting that could have caused or contributed to the reported event. The technical service representative helped the home patient cycle the power to clear the alarm. The home patient would call their peritoneal dialysis registered nurse to see if they could finish therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.